Event description:
It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with in stent restenosis. The index procedure treated the de novo, type b2, 90% stenosed 3.0x24mm target lesion located in the right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 2.0x15mm balloon inflated to 12 atmosphere's (atm's) and the placement of a 3.0x24mm taxus express2 drug eluting study stent deployed at 16 atm's. Post dilation was not performed. Ivus was not performed, but it was noted that the stent was well apposed with a visual 0% residual stenosis. The patient was discharged 7 days later on babyaspirin and panaldine. No angina was confirmed at the 1, 6 & 9 month follow up visits. In 2009, an angiogram revealed 75% in stent restenosis of the 3.0mm target lesion located at the stent edge, located proximally of the 75% restenosed mid rca to the 99% restenosed distal rca. At 1500u and 6000u of heparin were administered. Two days later reintervention in the target lesion consisted of pre dilation with an unspecified balloon and the placement of an unspecified taxus liberte stent resulting in 0% visual residual stenosis. The patient was discharged two days later. Per the physician, the event was listed as "definitely" related to the study device.

Manufacturer narrative:
As the unit has not been returned a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.